Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the merlin programmer exhibited diagnostics anomaly. After multiple attempts to interrogate the device, the programmer resumed normal functions. The patient would continue to be monitored.